Manufacturer narrative:
D10 concomitant product: 176657 endoclip ii ml 10 appli (lot#: j5a2863ny) 176657 endoclip ii ml 10 appli (lot#: j5a2863ny) 176657 endoclip ii ml 10 appli (lot#: j5a2863ny) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic oncology procedure involving the clamping of an artery, the clip applier was associated with bad clip formation, issues with loading or firing of the clips, and the jaws of the device were not able to close. It was further reported that clips disengaged into the cavity of the patient but were retrieved using a grasper. Four devices were used and had an issue. The use of four additional clips was required to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d4 (UDI#), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was bad clip formation, clips not loading properly, the jaws of the device were not able to close and the component was disengaged. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.